Event description:
It was reported that a malfunction occurred with a customer's pump after it fell out of his truck and landed in a puddle of water, remaining submerged for about 2-3 minutes. There was no adverse impact to the customer¿s blood glucose level as a result of the incident. The customer reverted to an alternate pump for insulin therapy.